Manufacturer narrative:
Date of event is estimated. During the processing of this complaint, attempts to obtain patient information were made but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05032, 1627487-2021-17636. It was reported the patient's lead had migrated. Surgical intervention was undertaken on (B)(6) 2021 in which the existing leads were explanted and replaced. Note: it is known which lead had migrated so both are being reported.